Event description:
Healthcare provider reported "patient underwent breast ultrasound examination found breast implant inserted, left side prosthesis ruptured. Confirmed left side prosthesis rupture after the surgery." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture device evaluation: device photograph(s) for the device related to the reported event of rupture was requested january 13, 2025. Device patch with lot number 2498951 and catalog number 115-272. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as fold flaw opening and missing assessed as inconclusive. As per the investigation procedure, crease and non-penetrating nick, was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported "patient underwent breast ultrasound examination found breast implant inserted, left side prosthesis ruptured. Confirmed left side prosthesis rupture after the surgery." The device has been explanted.